Event description:
The duett pro sealing device was deployed following a procedure in the common femoral artery. Following the deployment, the patient experienced a rebleed. It was reported that the patient was uncooperative post-procedure. Attempts made by co to obtain patient treatment and status have been unsuccessful at this time.